Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was originally going to have a revision to add a lead for additional coverage but now they were going to replace the ins. The patient fell and hit something on their ins two days ago and since the fall the patient's controller wouldn't allow them to connect with the ins. The representative couldn't get past technician mode when trying to pair with the ins. When they tried to charge the ins they received a "no device found" message and when they pressed "charge" it wouldn't proceed. The representative couldn't connect to the ins with their tablet. The patient's controller and recharger worked immediately with a different ins and therefore the representative speculated that the issue was with the ins. The doctor wanted to replace the ins. It was noted that the patient's pocket felt tender. The representative believed that the ins was charged. No further complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Evaluation method, result codes do not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the revision occurred on (B)(6) 2019. The representative planned on returning the device. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.